Manufacturer narrative:
The device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and display was flashing. The customer¿s blood glucose level was 400 mg/dl. Troubleshooting was not performed because customer¿s insulin pump screen was just flashing and could not access to menu to review the insulin pump. The customer replaced the battery on the insulin pump and it started making a noise. The customer reported that even after changing the battery cap the insulin pump had blank display. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.